Event description:
It was reported that episodes of non-sustained lead noise were observed. Review of the session records revealed myopotential oversensing. Programming changes were made. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.